Event description:
Lead dislodgement following very traumatic mva with injuries to left chest. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned cut into three segments for analysis. The portions of the lead that were returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.